Event description:
Two endeavor sprint over the wire (otw) drug eluting stents were implanted in the ramus branch during the index procedure. It is reported that approximately 2 weeks post index procedure, the patient suffered a gastrointestinal (gi) bleed. The patient received a blood transfusion, effient was stopped and aspirin was interrupted. No other clinical sequelae reported. Ref MFR # 9612164-2012-00292, 9612164-2012-00293.

Event description:
Investigator assessed that the previously reported gi bleed, that occurred approximately 1 year and 2 weeks post index procedure, was not related to the study device. A second gi bleed is reported to have occurred approximately 2 weeks post index procedure. The patient received a colonoscopy. Investigator indicated that the event was not related to the device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (gi bleed).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (haemorrhage).

Event description:
It has been confirmed that the patient was not on dapt at the time of the previously reported gi bleed that occurred approximately 1 year and 2 weeks post index procedure. The previously reported gi bleed event date (B)(6)-2012 occurred approximately one year post index procedure. Patient was treated with a blood transfusion, frozen plasma, platelets and cryoprecipitate. Patient was taking prasugrel and aspirin at time of event and these were held after event.